Event description:
It was reported the customer received a motor error alarm. Customer also reported a reservoir leak. Customer stated their blood glucose was fluctuating between 350 mg/dl and 560 mg/dl. Customer also reported the leak was past the second o-ring. Troubleshooting could not be completed as the customer disposed their reservoir and a motor error alarm had occurred. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-305537381.